Event description:
Unit had a free flow of solution from station 3 into the final bag. This flow was observed visually before the unit had been started. The transfer set had been on a different unit which had the same problem just prior to this incident. The reporter learned that the users at the facility do not turn rotors to seat the tubing. He instructed the caller in correct set installation procedures. Since the issue was resolved by telephone, the unit was not swapped out. No pt involvement.